Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7153499, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7153644, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the implantable pulse generator (ipg) could no longer connect due to a communication failure. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted device components were kept by the medical facility. There were no reported complications postoperatively.